Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provision depuy synthese of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 23 september 2019 for MDR reportability. On (B)(6) 2013, the patient underwent total right knee arthroplasty due to posttraumatic degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system. Competitor cement was utilized in the procedure, and there were no interoperative complaints. On (B)(6) 2017, the patient underwent a right knee revision due to loosening of the tibial component, and pain. The surgeon indicated the tibial component was loose. He noted gentle manipulation of the tibial tray showed nearly complete lift off, with no fixation at the cement/implant interface. The surgeon noted the repair of some slight dehiscence to the patellar tendon. He noted the femoral component to be intact. Neither the patella, nor the femoral component were revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2013 , dor: (B)(6) 2017 (rt knee).